Event description:
Patient underwent open reduction internal fixation of a closed comminuted clavicle fracture 2 months ago. Patient recently felt a pop and a snap in his shoulder. Exam revealed nonunion of clavicle fracture and broken hardware. Failure resulted in return to or for removal of broken hardware, open reduction internal fixation of fracture and iliac bone graft harvest. There was no evidence of infection.